Event description:
During gastric bypass, the stapler endo-wrist 45 (white reload) did not fire properly. The reload would not release the tissue until the surgeon peeled the tissue away from the reload. No harm to patient.